Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that self test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with the serial number label fading. The pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin6, \keypad assembly.